Manufacturer narrative:
Continuation of medical devices: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 09-mar-2015, UDI#: (B)(4); product ID: 3777-75, serial/lot #: (B)(4), ubd: 14-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that for several years the patient has not felt any stimulation on her left side and most recently she has been experiencing stinging stimulation on her right side. Therefore, she has had her system turned off since the uncomfortable stimulation started a few months ago. She shared how much she relies on her stimulation for neck pain relief and how important it is to reestablish her stimulation therapy. Impedance test returned electrodes 0-7 >40,000 and electrodes 8-15 in normal limits. The viable lead was reprogrammed, which removed the stinging stimulation she had been experiencing. Due to the ins nearing end of service (eos), the healthcare provider approved the patient for battery replacement and, because he wants her to have an MRI, he also approved her for lead replacement. The replacement date is to be determined. The patient confirmed no falls or trauma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the device removal happened months ago, therefore, no equipment will be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 3777-75 lot# serial# (B)(4) implanted: 2011-(B)(6)explanted: 2018-(B)(6) product type lead product ID 3777-75 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2018-(B)(6) product type lead h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and the representative. It was reported that the patient's ins never covered their left side and the entire system was removed. They were re-trialing the patient. The representative didn't have any notes on the patient and were not involved prior to 2018-(B)(6). The issue was noted as being resolved. No further complications reported.